Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Visual inspection confirmed the reported battery thermal damage. Review of the device logs found alarms and error messages most likely related to the battery issue. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was due to a defective internal battery. The battery defect is most likely due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that when an astral internal battery showed signs of thermal damage. There was no patient injury reported as a result of this incident.